Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump had button error. The customer¿s blood glucose level was unknown. Customer reported that the button of the insulin pump was unresponsive. Customer reported that the scroll bar was not moving with no input. The number was ramping on their own. Customer was unable to clear the alarm for change sensor. Customer reported that they received change sensor alert. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No numbers ramping, damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.